Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported condensation inside the screen of the insulin pump and stated that the insulin pump was rejecting the batteries. Up button was noted to be sticking and the customer received no delivery alarm. No further information reported.